Event description:
It was reported that the nozzle unit of the gas modules were defective and need to be replaced. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the nozzle units, expiratory channel printed circuit board (pcb) and o2 sensor were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. The complete plastic nozzle unit must be replaced during preventive maintenance. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The o2 sensor is a measuring device for the inspired oxygen concentration, using ultrasound technique with two ultrasonic transducers/receivers. The replaced parts have not been returned. According to the received information, the cause of the issue has been determined and was related to the defective parts.